Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision l4-s1, old hardware was removed. The existing pedicle path was tapped with 7.0 tap. An 8.0 x 50 cortical fix screw was inserted. The t20 tip snapped off of the screwdriver on final insertion turn. The tip was imbedded in screw shank

Manufacturer narrative:
Additional narrative: one (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: mi37896] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the driver had a fractured distal tip. It was noted per the sales rep that the broken tip of the driver remained imbedded in the screw shank and was irretrievable. The fracture analysis report noted that the fractured surface of the driver reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft, the potential fracture termination site. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hexlobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.